Event description:
It was reported that two of the patients four spinal cord stimulation (scs) leads migrated. The patient experienced reduced coverage and reduced pain relief as a result of the migration. It is not known which two leads migrated. Reprogramming was attempted however the issue persisted. The patient underwent a revision procedure in which the physician planned on replacing the leads. Intraoperative testing was unsuccessful and therefore the surgeon explanted the entire scs system. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads: upn m365sc2218500, model sc-2218-50, serial-lot (B)(6), batch 7134706, 7134707, 7129312. Product family scs-ipg-pc: upn m365sc14320, model sc-1432, serial-lot (B)(6), batch 219013.